Event description:
On july 16, 2021, senseonics was made aware of an incident where patient experienced a hypoglycemia event. Patient felt very weak and was was seeing stars at the time of incident. Sensor glucose (sg) was 129 mg/dl where as blood glucose (bg) was 42 mg/dl. Patient complained that she did not receive any low glucose alert on her device.

Manufacturer narrative:
This report is being submitted retrospectively as part of an internal review. Based on the investigation analysis, it was observed that due to change in the optical channel measurements, the performance of the sensor was temporarily affected between the 12th and 20th of july. It was suggested that either the user give the system a few more days to recover or a sensor removal would be supported if the user does not want to continue with the sensor (B)(6) and the RMA would be authorized to bring back the sensor for further root cause analysis. User expressed unwillingness to continue with eversense, and the user would not get re-inserted with another sensor. The sensor was investigated after it was received, and the issue was not confirmed during in-house testing as the problem could not be duplicated during in-house investigation. Hence, root cause cannot be determined, therefore no further investigation is possible for this sensor at this time.